Event description:
Plaintiff alleges suffering from a latex related illness and injury and sustained the following injuries: inter alla, hives, hand sores, wheezing, runny eyes and nose, itching, redness and shaking, and other physical injuries, as well as great despair, and loss of enjoyment of life, all of which are a permanent and continuing and life-threatening nature, and other damages. Plaintiff alleges suffering great loss and depreciation of her earnings and earning capacity and will continue to suffer same for an indefinite time in the future.